Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported that they were hospitalized due to glucose levels and other issues. The customer did not want to disclose any other information regarding the hospitalization. The customer reported his doctor had them off the insulin pump for now. The insulin pump will not be returned for analysis.